Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the dissection tip separated in half at the joint while inside the pt's leg. Staff had to make an additional incision to retrieve the broken piece. It was towards the end of the procedure, so they performed the normal stab and grab to remove the vein out and completed the procedure. There was no additional pt complications reported by the hospital, as a result.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.